Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo sample was provided to our quality team for investigation. The visual inspection, the photo displays a broken vial. No sample or photo of the assembly fixture was available. Product undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time. Complaints received for this device and reported failure will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd phaseal¿ assembly fixture m12 there was flow issues. There was no report of patient impact. The following information was provided by the initial reporter: after attaching protector p50j to a vial of paclitaxel using assembly fixture, the hcp pushed air into the vial and then felt resistance. The hcp kept pushing air into the vial and the bottom surface of the vial was broken.